Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Insulin pump had a cracked display window, cracked case on display window corner and cracked reservoir tube lip. Insulin pump alarmed prime during the basic occlusion test, due protruded and loose drive support disk.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 104 mg/dl. Customer stated that when he went to change it and tried to prime, the insulin would not stop squirting out. Customer thinks he may see a crack in the casing that goes around the pump. Customer stated the insulin was squirting out during the manual prime process. Customer does not recall the pump being dropped. Customer reported that the drive support cap was protruded. Customer was instructed to attach a new infusion set and reservoir and to restart the priming process. Customer was advised to discontinue use of the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).